Event description:
(B)(4). The dealer reported that the ghs350 hydraulic stand-up lift had a sticker under left horn knob which scratched and scrapped the female patient's hand. There was no available information regarding if medical attention was needed / sought. Should we receive additional information, this file will be revised, and a supplemental report will be submitted.